Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. Reportedly, the suspected cause of bg was due to the customer not eating as many carbohydrates and the customer believed the basal rate caused the low. Bg was addressed with carbohydrates. Recommendation was made by tandem¿s technical support for the customer to contact a healthcare provider regarding bg.